Manufacturer narrative:
3500a report submitted due to blood loss and subsequent blood transfusion associated with this product event. Analysis results: upon receipt at medtronic¿s quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. The device was cleaned using a renalin solution and pressure integrity testing was performed at three l/minute with 23 psig of back pressure for ten minutes. During testing, no leaks were observed from the device. The device was sent to the blood lab for performance testing, which showed that the device performed as expected and did not reveal a flow restriction. Conclusion: medtronic¿s quality engineers could not confirm the oxygenator flow restriction because the device¿s gas transfer and pre/post membrane pressure drop values were within the expected range for a used device. Some possible causes that may have contributed to the no flow condition are protein build up on the fibers during the beginning of cardiopulmonary bypass or cryoprecipitate. Information on the device manufacturing date has been requested and will be provided in a supplement report when it is received. (B)(4).

Manufacturer narrative:
This follow up report was submitted to provide the device manufacture date.

Event description:
Medtronic received information that during an aortic valve replacement case, about five minutes after going on bypass, the perfusionist was unable to get blood to flow through this affinity nt oxygenator and line pressures were high. As a result of no flow into the oxygenator, the venous reservoir filled up with blood and overflowed, which resulted in 1.0 to 1.5 l of blood loss. The device was replaced to complete the case. The change-out took ten to eleven minutes to complete. Available information suggested that the patient's heart had not yet been arrested and the patient was not deprived of oxygen during the change-out. The patient was transfused with a total six units of blood (4 units initially and then 2 units later) and there were no adverse patient effects following the procedure. The customer stated that there were no coagulation issues during start up. The prime solution contained albumin, manitol, and 30k units of heparin. The biopump was checked and found to be functioning normally.